Manufacturer narrative:
The information provided in section with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the patient was not hospitalized and had slightly whiplash and bruise from where the seatbelt dug the insulin pump.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had car accident. The customer's blood glucose value was 130 mg/dl. Troubleshooting was done. The customer stated that they wearing the insulin pump when accident was happened. The customer was reported that insulin pump had no damage slightly rattle and sensor glucose value was accurate. The insulin pump will not be returned for analysis.